Event description:
It was reported that bd bbl¿ macconkey ii agar contamination occurred. The following information was provided by the initial reporter: 30 packs of contaminated plated media.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2214274 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, an no other complaints have been taken on batch 2214274. No retention samples for this batch were available for investigation. Two photos were received. Photo one shows sleeve lot 2215274, no defect seen in the photo. Photo two shows open sleeve of plates. Top plate (ID 2214274 timestamp not visible) shows multiple colonies. No return samples were received for investigation of this complaint. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. Additional trainings are planned with an ongoing training review for cleaning processes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter address 1: (B)(6).

Event description:
It was reported that bd bbl¿ macconkey ii agar contamination occurred. The following information was provided by the initial reporter: 30 packs of contaminated plated media.